Event description:
This report cites a report from a distributor. The distributor claims that an infusion reservoir leaked during chemotherapy treatment at a user facility. The leak occurred at the joint between the reservoir tubing and the luer-lock. There is no report of injury.